Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our japan affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve, there was resistance when inserting the 23mm commander delivery system (ds) into the 14f esheath+. The resistance could be felt as the sheath tip passed through the ds. A lubricating agent was used to facilitate the insertion. There were no difficulties with the withdrawal of the ds or sheath, however after withdrawal a distal tip tear was identified. The sheath was not torqued during the procedure. The valve was successfully implanted, and there was no reported patient injury.